Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a configuration error on login screen. A field service engineer (fse) updated settings for auto login into user application on reboot. Then rebooted the station and verified it booted into the user application. Further, a fse rebooted the station during repair work, then cleaned the electronics drawer and around back of comm sled and power supply. Then checked for medications and cleaned debris from bottom edge of back panel. The fse checked for loose drawers and reseated drawer cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a login screen issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.